Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter in an unidentified guide catheter. The stent was not returned for analysis. There is blood in between the balloon catheter and the guide catheter making it difficult to remove the devices. The devices were soaked in a water bath for 4 days making it possible to remove the express sd balloon catheter from the guide catheter. The hypotube, outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The tip is damaged. Inspection of the remainder of the stent presented no other damage or irregularities.

Event description:
It was reported that removal difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous renal artery. A 5.0mmx15mmx150cm express vascular sd stent was advanced and successfully placed for treatment. However, upon withdrawal from the non-bsc sheath, the stent system balloon could not be pulled out. Subsequently,after the sheath was moved up to the aorta, the balloon was inflated at low pressure and deflated slowly. An attempt to revoved the balloon was performed but it still could not be pulled. The procedure was completed by removing the the device together with the sheath. Upon removal, the device was checked and it was noted that the balloon got stuck in the distal part. No patient complications nor injuries were reported.

Event description:
It was reported that removal difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous renal artery. A 5.0mmx15mmx150cm express vascular sd stent was advanced and successfully placed for treatment. However, upon withdrawal from the non-bsc sheath, the stent system balloon could not be pulled out. Subsequently, after the sheath was moved up to the aorta, the balloon was inflated at low pressure and deflated slowly. An attempt to "revoved" the balloon was performed but it still could not be pulled. The procedure was completed by removing the device together with the sheath. Upon removal, the device was checked and it was noted that the balloon got stuck in the distal part. No patient complications nor injuries were reported.